Manufacturer narrative:
Patient age and weight are not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for a distal tibia trimalleolar fracture to the left ankle on (B)(6) 2017, while the surgeon was implanting the second 4.0mm cannulated screw long thread with the cannulated hexagonal screwdriver the screw broke. The implant broke at the junction were the smooth shaft meets the thread portion of the screw. The surgeon removed the proximal portion of the screw and left the distal portion in the bone for fixation. Due to this event an additional five (5) minutes was added to operating room time. The surgery was completed successfully, and patient is reported in stable condition. Concomitant device: cannulated hexagonal screwdriver(item # 314.29, lot # unknown, quantity 1each). This report is 1 of 1 for (B)(4).